Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141409. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Five retained samples were leakage tested and all passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage at the y-shaped needle position. The following information was provided by the initial reporter, translated from chinese to english: after the nurse formally used the intima-ii for infusion of the patient, the patient's family members found liquid leakage at the connection of the milky white and transparent y-shaped needle position of the intima-ii, and immediately informed the nurse to deal with it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage at the y-shaped needle position. The following information was provided by the initial reporter, translated from (B)(6) to english: after the nurse formally used the intima-ii for infusion of the patient, the patient's family members found liquid leakage at the connection of the milky white and transparent y-shaped needle position of the intima-ii, and immediately informed the nurse to deal with it.